Event description:
Narrative: pt's wife was testing his bg with his precision extra meter, but she used one touch strips that were dated 2003. The strips worked in the wrong machine and she got a bg around 70, adjusted his glyburide down (on her own, without medical contact). The pt was admitted for and died of unrelated cardiac causes. Our prosthetics person thought she should have gotten an error message when she used the wrong strip in the meter, so he called her and she brought in the old one touch strips and the precision extra meter. He tested his bg and it was 78 when he used the wrong strip and 114 when he used the correct strip with no error message. If pts use one touch strips in a precision extra meter, they will get a wrong reading and not an error message. Out prosthetics employee contacted the abbott rep (manufactures precision extra meters), but his response wasn't very helpful. Diagnosis or reason for use: dm.